Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted there was a longevity discrepancy noted on the pacemaker. There was a sudden drop in longevity noted from (B)(6) 2019. It is undetermined if there was possible premature battery depletion or if the longevity was displayed incorrectly on (B)(6) 2019. The device recently reached the elective replacement indicator. Intervention was discussed; none reported. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.